Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be redundant. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the device displayed a system error code in an arctic sun device. Per review of wo on 21feb2024, there was no patient involvement. Per follow up information received via email on 08mar2024, it was reported that the circulating pump assembly and mixing pump assembly were malfunction and replaced on site. The device has been restored to normal.

Event description:
It was reported that the device displayed a system error code in an arctic sun device. Per review of wo on (B)(6) 2024, there was no patient involvement. Per follow up information received via email on (B)(6) 2024, it was reported that the circulating pump assembly and mixing pump assembly were malfunction and replaced on site. The device has been restored to normal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.